Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during filling. When the syringe was removed after injecting solution into the fill port, liquid would flow out. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between august 21, 2023 - august 22, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, it showed evidence of a leak at the solvent-bonded junction of the tubing and stressmember located at the upper part of the infusor device. The reported condition was verified. The cause or the reported condition could not be determined; however, the probable cause of the leak may be related to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.